Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing that resulted in two episodes of inappropriate high voltage therapy. The following day the lead exhibited two more episodes of oversensing noise. It was noted that the lead noise was not observed prior to the initial episodes of inappropriate therapy. The patient was reported to be in stable condition. The rv lead remains in use. No further patient complications have been reported as a result of this event.